Event description:
N/a.

Manufacturer narrative:
The microsensor ventricular catheter kit was returned for evaluation. Device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: a visual inspection showed no signs of physical damage. Fluid attempted to pass through the tube, and the connector leaked. Therefore, the complaint is confirmed. The likely root causes are device inability to withstand expected torque or device unable to withstand patient pull out/impact.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor ventricular catheter kit was implanted in a patient on (B)(6) 2021. During the procedure, the ¿connecting part¿ of the microsensor was leaking a moderate amount of cerebral spinal fluid. The device was removed, and the procedure was completed with a new microsensor of the same kind which ¿could be used normally.¿ there was a reported 20-minute delay in the procedure with no reported adverse consequences. No additional information was provided by the hospital.